Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high, out-of-range impedance and noise which could be reproduced with isometrics. The lead was capped and replaced on (B)(6) 2019 and the patient was stable post-procedure.